Event description:
The dealer states, the left frame is broken where the back cane bracket screws in. Per our technician, this could be a weak spot caused from the screw hole. The dealer states it started out as a bend and then broke completely.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.